Event description:
It was reported that the customer experienced an elevataed blood glucose (bg) level of 400-600 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Customer addressed bg with a correction bolus via pump. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.